Event description:
Procedure type: liver resection. According to the reporter: the clip applier jammed while closed on the vessel (properly sealed) but would not release. A second clip applier was used to place clips on either side of jammed clip and then the vessel cut to release the jammed applier. No unanticipated issues arose from this incident.

Manufacturer narrative:
(B)(4).